Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The root cause could not be confirmed as the unit was locked out and could not be evaluated for functionality. The unit was disassembled for further evaluation and met all specifications. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. The instructions for use (IFU) states, "prior to ligating, inspect the device to ensure that the clip is fully advanced in the jaws." Applied medical has reviewed the details surrounding the incident. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "on the first attempt, the physician attempted to squeeze a clip onto the cystic duct. Upon completion of the squeeze, the handle/jaws stuck in the closed position and wouldn't release from the duct. The device had to be forcefully removed from the duct which caused it to tear and bile and stones spilled into the abdomen. After removing the clip, it was evident that a clip was never advanced into the jaws of the clip applier."